Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3888-45, lot# v956006, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 3888-45, lot# v956006, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-43, lot# n330341, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-43, lot# n316877, implanted: (B)(6) 2012. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient never had therapeutic effect. It was noted the patient had less than 50 percent therapy relief in the lower back and legs. It was further noted the device never provided effective therapy relief despite several reprogramming attempts. It was noted the leads, extension, and implantable neurostimulator were explanted. It was further noted at the time of this report the patient was alive with no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found that the battery had a reduced capacity due to overdischarge. Analysis of the lead, lot #va019zk002, found the body cut through and segmented with no significant anomalies. Analysis of the extension, serial #(B)(4), found the wires of circuits 4 and 6 were broken 2.8 cm from the proximal end.

Manufacturer narrative:
Additional analysis of the stimulator, serial (B)(4), reported that it was received with no telemetry and no output. Good stable output was then seen after the device was recovered using a physician mode recharge (pmr) procedure. It was noted that the adaptive stimulation feature functioned as programmed. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 11. The last recorded recharge session done while the device was implanted was on (B)(6) 2013 and that the device was recharged for 2 hours and 18 minutes. The battery charged from 3.705v to 3.845v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. Additional analysis of the extension, serial# (B)(4), found an open circuit between electrodes #4 and 6 due to the broken wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.